Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, testing was unable to reproduce the reported issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was flickering and black spots in the image, the insertion tube buckled, the bending section adhesive had a crack, the switch buttons 1-4 were not working, the distal end of the device had a deep scratch at channel opening, the biopsy channel had a slow leak, the scope connection had fluid, the light guide prong/mount had moisture in the cover glass. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope displayed an error message prior to an unknown procedure. The procedure was completed with a similar device without delay. There was no patient involvement with the event.